Manufacturer narrative:
H4: device manufactured on august 11, 2022- august 12, 2022. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was no fluid flowing out at the distal end of the flow restrictor. A microscopic examination on the flow restrictor revealed that the root cause of the flow problem was due to micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The product¿s instructions for use (IFU) details the proper filling technique to avoid this type of occurrence. The reported condition was verified. The cause of the condition was a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume infusor. After two days of therapy, it was observed that the device had not delivered any of the medication dose. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.